Event description:
The customer reported that the 840 ventilator stopped cycling. It is unk if there was pt involvement. Multiple attempts have been made to get pt info but no customer response. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing.